Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was unknown if the patient was hospitalized for the peritonitis. The treatment and outcome of the peritonitis were not reported. A month prior to the onset of the peritonitis event, the patient was switched to hemodialysis (hd) therapy and was doing peritoneal lavage once a day. The action taken with hd therapy and peritoneal lavage was not reported. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Title of the literature article: a case of encapsulating peritoneal sclerosis developed in relatively short duration of peritoneal dialysis. Kinoshita k. Aug2014. The date of onset of the peritonitis event was on an unreported date in (B)(6) 2013. Facility name - (B)(6). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).